Event description:
A customer complaint was received stating that there were segment of their display missing. While on the phone, the system was evaluated. It was learned that the top half of the display sgments were missing. A request was made to return the unit for eval and a replacement would be provided.